Event description:
It was reported that the customer had a blood glucose level of 566 mg/dl. Customer stated that her blood glucose level was 586 mg/dl this morning. Customer went to change the site and tubing. Customer stated that she had a no delivery alarm. Customer changed out her infusion set again and there were no problems. Customer noticed that there was some blood in the cannula today and it was also occluded. Customer has been having high blood glucose levels. Customer treated with a bolus delivery and today they treated with a manual injection. Troubleshooting was performed and the customer stated that the insulin did exit. Customer stated that the pump did not alarm no delivery. Insulin pump, infusion set, and reservoirs were working as designed and passed troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.